Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. There was a crack at the impella 5.5 red plug and consistent drip of purge fluid noted. Purge pressure and purge flow maintained. Troubleshooting was done but unsuccessful. A couple days later, impella 5.5 was removed due to the leak by the red plug. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation for the reported product damage (pump crack) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the product damage (pump crack) could not be determined. H6 med dev prob code a0404 added.